Manufacturer narrative:
The device returned to olympus for evaluation. During testing of the device, a faulty cable unit was found, causing no image to display. In addition, a faded real cover was found. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the cable most likely became damaged during the handling of the device. This damage could have prevented the transmission from the subject device to the processor. Instructions for use (IFU) instruct the user of the following: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head was ¿not working¿ during reprocessing. There was no procedural delay related to this event and no other devices replaced. During the inspection of the returned device, the device would not display an image. There were no reports of patient harm associated with this event. This report is being submitted for the malfunction found during evaluation.